Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and that the pacing capture threshold in the rv (right ventricle) was elevated. The right ventricular pacing impedance was steady at approximately 436 ohms through (B)(4) 2015 before rising to 1000 ohms by (B)(4) 2016. The right ventricular capture threshold was fairly steady at approximately 1.1 volts through (B)(4) 2015 then rose to an average of 1.8 volts by (B)(4) 2015. Concomitant medical products: 407645 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances and thresholds, suspected to be related to the calcification of the pace/sense ring electrode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.